Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as sudden cardiac death due to coronary artery disease. Related to MFR # 3011770902-2016-00085, 3011770902-2016-00086.